Event description:
It was reported that a skin irritation causing redness, and boils had occurred while wearing the pod for an unknown amount of time. Symptoms included pain and tenderness. The site also looked swollen. The patient was taken to the health care provider and diagnosed with cellulitis. The patient stated that the cellulitis was due to the needle not being in the infusion site (arm). Patient visited physician and was prescribed oral antibiotic (keflex 2000mg per day) and antibiotic cream.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.